Event description:
Per rep, pt suffered cardiac arrest in their backyard. Pt had a history of cardiac arrest. Pt was transported to the hospital via ambulance. Crew performed CPR using ambu spur adult. Crew noticed the leak at the inlet valve/compression bag juncture. Pt died. Cause of death is unk. Hospital submitted report to the FDA in october, 2003.